Event description:
Negative pressure wound therapy pump failure, resulting in one day interruption in pt's therapy. Pt's overall therapy was successful, however, there was a break in therapy time. Pump passed operational test prior to delivery to facility. Pump malfunction: pump would not power on properly after shut off for dressing change. Pump power failure was noted while on battery and also while plugged into power outlet. Pump failure confirmed by equip tech upon receipt back to company.